Manufacturer narrative:
(B)(4). The hospital discarded the explanted products after the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode received multiple inappropriate shocks, due to noise that was oversensed. It was reported that the first shock induced a true arrhythmia. Therapy was exhausted in the episode. An x-ray showed the electrode was completely dislodged. It had been implanted using the two-incision technique; the suture sleeve had remained in place while the electrode itself had pulled out. The device and electrode were explanted and a new s-ICD system was implanted using three incisions. No additional adverse patient effects were reported.